Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting out of range shock impedances on the right atrial (ra) coil with measurements greater than 200 ohms. Technical services (ts) was consulted and noted that both the shock impedance and pacing impedance were following a similar pattern, characterized by increases and subsequent decreases with the pace impedance remaining within normal range. No specific explanation was identified for this trend. Ts discussed reprogramming options and noted that the patient is on nxt; therefore, any further concerns would generate clinic notifications. This rv lead remains in service, and no adverse patient effects were reported.